Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 27-feb-2018 with the following findings: a review of the black box showed a five count voltage drop leading to a call service 177 warning. Unrelated to the original complaint, the battery compartment was cracked from the threads to the case seal on the side. The returned battery cap was undamaged and was able to fit. Evidence of moisture contamination was found in the battery canister and in the battery cap. A leak was found in the battery compartment. The pump powered up to a dim screen and a call service 177 warning. The short battery life complaint was duplicated due to moisture corrosion. The rewind, load, and prime steps were performed successfully. The pump cover was removed to find no further moisture ingress or intermittent conditions to the power printed circuit board or to the continuous glucose monitoring module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.